Manufacturer narrative:
Medwatch sent to FDA on 6/30/2016. (B)(4) the events of ¿lips started swelling", "became discolored, turning bluish/purple", "possible vessel or artery occlusion", and ¿mild bruising¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: device labeling addresses the reported events of skin discoloration, edema implantation site, vascular occlusion, and bruising as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur." "Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg lips) have not been established in controlled clinical studies." "Juvederm ultra plus xc is to be used as supplied. Modification or used of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured." Adverse events: "the most common injection site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus xc (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks."

Event description:
Healthcare professional reported that immediately after injection in the lips with 0.5 syringe of juvéderm ultra plus xc, the patient's "lips started swelling" and "became discolored, turning bluish/purple." Healthcare professional referred to the event as a "possible vessel or artery occlusion." Healthcare professional stated that hylenex was injected "within 5 minutes of possible occlusion. Monitored for 30 minutes and called out nitropaste to apply tid." Healthcare professional also instructed patient to apply ice and pressure to the area for three days and then switch to heat. Patient returned to office three days later and "tissue appeared healthy, injected 0.4 hylenex in mid-lip where slight discoloration present" and continued nitropaste bid. Patient sent pictures to the office five days later and "tissue is healthy, slightly swollen and mild bruising, no signs of necrosis.¿

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that immediately after injection in the lips with 0.5 syringe of juvéderm® ultra plus xc, the patient's "lips started swelling" and "became discolored, turning bluish/purple." Healthcare professional referred to the event as a "possible vessel or artery occlusion." Healthcare professional stated that hylenex was injected "within 5 minutes of possible occlusion. Monitored for 30 minutes and called out nitropaste to apply tid." Healthcare professional also instructed patient to apply ice and pressure to the area for three days and then switch to heat. Patient returned to office three days later and "tissue appeared healthy, injected 0.4 hylenex in mid-lip where slight discoloration present" and continued nitropaste bid. Patient sent pictures to the office five days later and "tissue is healthy, slightly swollen and mild bruising, no signs of necrosis.¿